Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low hybritech prostate specific antigen (hyb psa) results within normal reference range generated by access 2 immunoassay analyzer for five patients. Subsequent testing produced higher results within normal reference range for all five patients. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects samples in gold topped serum tubes with a gel separator. Qc was within the established ranges prior to and after the event. The results of system checks performed on (B)(6) 2010 and (B)(6) 2010 were within the instrument specifications. Review of data by the customer advocate showed that all of the lower results were generated from hyb-psa reagent pack (B)(4), and all repeat tests were performed on a different reagent pack. Service was dispatched on (B)(6) 2010 for this event. Field service engineer (fse) performed a preventive maintenance, reagent storage cover replacement, and a high sensitivity system check. No issue was noted. A clear root cause for the event has not been determined to date.